Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to a one-time high pacing impedance measurement. A recent remote transmission shows the impedance is now within normal limits. No patient complications have been reported as a result of this event.